Event description:
It was reported that the patient was recently sick, had bladder infections, and just got out of the hospital two weeks prior to the report. It was noted that due to the bladder infection she was desperate to adjust the stimulation for symptom relief. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v192542, implanted: 2009 (B)(6); product type lead. (B)(4).